Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2012, from a mother reporting on her (B)(6) daughter from (B)(6). The medical history included tubes in ears. She was not taking any concomitant medication. On (B)(6) 2012, the mother applied (B)(4) adhesive bandages (B)(4), two (b)(band-aids), once, cutaneously on her daughter over an almost healed scrape on her knee and one on her toe (lot number 1781b, expiration date unspecified). On the same day, when the mother removed the band-aids from both areas, she noticed blisters where the adhesive was applied and abscess on her knee. The mother also stated that her daughter could not walk. On the same day, she was hospitalized and treated with intravenous clindamycin. Also, knee abscess was incised and sent for culture which was positive for (B)(6). On (B)(6) 2012, she was discharged with a prescription of bactrim (trimethoprim and sulfamethoxazole), two teaspoons, twice daily. On the date of reporting, the consumer consulted a physician and was advised to keep the affected area clean and covered. The device was not used further. The mother reported that someone might have tainted by putting something in the adhesive. The event did not resolve. This report was assessed as serious (hospitalization and medically significant). The company causality was assessed as possible. This report was considered a reportable malfunction case in (B)(4).